Event description:
The user facility reported that a system 1e processor leaked from a hose connection which drained onto the ceiling and equipment in the room below. No injuries or procedural delays were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
The facility observed a slow leak coming from the cabinet on which their system 1e processor is located. The facility's plumber traced the leak to the 90-degree elbow coupling of the carbon filter housing; tightened the fitting and stopped the leak. Following this repair, the user facility reported that on (B)(6) 2011 the system 1e processor leaked again, this time onto the ceiling and onto equipment in the room below. No injuries or procedural delays were reported. The steris service technician inspected the system 1e processor and determined that the source of the leak was the water line leading to the carbon filter housing external to the system 1e processor. The technician disassembled the fitting and found that the o-ring washer was severed, causing the leak. Evaluation of the damaged o-ring concluded that the damage was caused by compression of the o-ring against a sharp flange on the inside of the 90-degree elbow coupling as the connection was tightened. The damaged o-ring and fitting were replaced. The processor was tested and returned to service; no further issues have been reported.